Event description:
Follow-up noted no anterior vitrectomy performed; no need for additional procedure.

Event description:
Reporter noted foreign body in eye during "I/a"; removed during procedure. Posterior capsule tear occurred. Thought particle may have come from "I/a" tip and/or handpiece.